Event description:
At breakfast at the cafe rptr hasn't had trouble in 3 1/2 years. Today within 30 mins of eating toast and eggs rptr experienced intense itching throughout the entire body, including lips, substernal chest pain, relieved by nitroglycerin sl. Chest pains relief in 90 secs. Then had pain for 2 hrs down (r) arm with relief after taking 2 add'l ntg. Unable to obtain EKG in latex-safe environment so rptr stayed home. The medical ctr is not latex safe and the cardiologist's office had already been contaminated. Rptr has experienced refusal of care by radiologist and internist who would not accommodate latex allergy. Source of allergic reaction was latex gloves used by cafe staff to clean the kitchen.